Event description:
It was reported via repair work order that there is inaccurate weight reading on scale due to a malfunctioned load cell. Also, the zoom would disengage during use due to damaged handle weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported